Event description:
Reportedly, this device was explanted after approx 240 months due to unk reasons. This is an older duramedics device we marketed and the model is unk, so it is reportable.

Manufacturer narrative:
Device not returned.